Manufacturer narrative:
Device was initially received for the complaint that an air detector had failed during testing. During investigation found a bad air in line sensor. This malfunction makes the event reportable. Review of event log/alarm history was performed. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that damaged battery door. The complaint was confirmed by preforming air in line test unit would not recognize cassette with fluid and replaced air in line sensor. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that an air detector had failed during testing. During investigation found a bad air in line sensor. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.